Event description:
Outpatient in for cataract repair. Surgeon used chopper during procedure and when the instrument was removed, an 1.5mm metal tip was missing from the instrument. Instrument did not come in contact with any hard tissue or surfaces during the procedure. This required extensive direct visualization of the area and an x-ray to rule out the presence of a foreign body within the ocular cavity.

Manufacturer narrative:
Upon receipt of med-watch form 3500 (pg #1 only) from user facility, manufacturer then contacted the user facility to inquire of reported event. Verbally confirmed from user facility risk mgmt that "pt has no issues and outcome is good - only prolonged med intervention": also confirmed that the user facility is unwilling to release the subject instrument for evaluation - but, would take magnified photographs of the instrument - manufactured not received to date. Based on this at the time of this report, the subject device is made available to the manufacturer. After a later date, a follow-up med-watch will be filed with evaluation results. A review of the manufacturers complaint handling system database confirms this is only the second reported event of this nature for this device since the device was placed into commercial distribution (B)(4) 1994. Examination of a rep sample found no abnormalities that could cause a product failure during the intended use and normal product handling.